Event description:
It was reported via repair work order that the wheels would not roll due to bent casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.